Event description:
It was reported that the customer concern regarding the silastic¿ 2-way, specialty, short round tip catheter (sku#: 33620), specifically those from lot#: ngkq1139. The customer ordered this product, who used the catheter through a stoma. They reported that they used three catheters from this lot, and none functioned properly. The issue involved urine not draining into the night bag, resulting in urine backing up in the bladder over a period of 2¿3 days. In one instance, they had to visit the emergency room due to painful retention. Upon deflation of the catheter balloon by a nurse, approximately 2000cc of urine rapidly drained into the night bag. The balloon was reinflated with 5cc, but the same issue recurred two days later. The customer suspects a malfunction with the catheter balloon, as urine only drains properly once the balloon was deflated. Advised on next steps for investigating this issue. The customer was concerned about the safety and reliability of this product batch. The customer reported that they ordered a new shipment of silastic¿, 2-way, specialty, short round tip catheters (sku#: 33620). Since using the product from lot#: ngkq1139, they've experienced issues with urine drainage into the night bag. They shared that they had to visit the emergency room, where a nurse deflated the catheter balloon at which point approximately 2000cc of urine flooded into the night bag. They noted that instead of draining properly through the catheter, urine was backing up, urine go through urethra and causing significant pain. The nurse reinflated the balloon with 5cc, but the same issue occurred again two days later. They suspected a problem with the catheter balloon, as urine backs up in the bladder over 2¿3 days, and once the balloon was deflated, urine drains freely. They didn't have an explanation on why this happened. Customer recommended to check with urologist, and they stated that they were having an appointment and advised to try using a catheter that has different lot# as they explained that they used 3 catheters from lot#: ngkq1139 and all didn't work. Per customer via phone on (B)(6) 2025, it was reported that primary care provider stated that the issue was related directly to the catheter. Customer stated they never had an issue within the four years they had used the product and thought it may be a bad batch.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was not confirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer concern regarding the silastic¿ 2-way, specialty, short round tip catheter (sku# (B)(6)), specifically those from lot# ngkq1139. The customer ordered this product, who used the catheter through a stoma. They reported that they used three catheters from this lot, and none functioned properly. The issue involved urine not draining into the night bag, resulting in urine backing up in the bladder over a period of 2¿3 days. In one instance, they had to visit the emergency room due to painful retention (row #33027-18092025-114043209-1). Upon deflation of the catheter balloon by a nurse, approximately 2000cc of urine rapidly drained into the night bag. The balloon was reinflated with 5cc, but the same issue recurred two days later. The customer suspects a malfunction with the catheter balloon, as urine only drains properly once the balloon was deflated. Advised on next steps for investigating this issue. The customer was concerned about the safety and reliability of this product batch. The customer reported that they ordered a new shipment of silastic¿, 2-way, specialty, short round tip catheters (sku# 33620). Since using the product from lot# ngkq1139, they¿ve experienced issues with urine drainage into the night bag. They shared that they had to visit the emergency room, where a nurse deflated the catheter balloon at which point approximately 2000cc of urine flooded into the night bag. They noted that instead of draining properly through the catheter, urine was backing up, urine go through urethra and causing significant pain. The nurse reinflated the balloon with 5cc, but the same issue occurred again two days later. They suspected a problem with the catheter balloon, as urine backs up in the bladder over 2¿3 days, and once the balloon was deflated, urine drains freely. They didn't have an explanation on why this happened. Customer recommended to check with urologist, and they stated that they were having an appointment and advised to try using a catheter that has different lot# as they explained that they used 3 catheters from lot# ngkq1139 and all didn't work.